Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the assignable root cause was incorrect. The assignable root cause has been corrected from improper handling to improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device trigger was blocked, jammed, and heavy moving. It was noted that the trigger was broken. It was also noted that the device failed pretest for proper function of the triggers, function of all modes, and response of the on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.